Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have moisture under display screen due to accidentally washing pump in washing machine. Customer reports that insulin pump was making a constant noise. And suffered physical damage. Customer's blood glucose was between 105 mg/dl and 120 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly also; moisture damage was noted on the motor, battery tube and vibrator assembly. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.